Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 22 ga powerglide pro was returned for evaluation. An initial visual observation of the returned product revealed blood use residues throughout the device. A bend was observed along the needle shaft. The safety mechanism was advanced distal of the bend in the needle shaft and completely over the needle tip. The catheter and wings were observed to be attached to the safety mechanism. A break was observed along the catheter of the returned powerglide pro. A microscopic observation revealed disjointed coils along the guidewire. The guidewire was not observed to have any breaks. The catheter was observed to have a chevron-shaped break with a smooth fracture surface. The catheter was observed to have characteristics of a break caused by a sharp instrument such as a needle bevel. Pulling the catheter back against the needle bevel may cause splits or breaks along the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that 22g powerglide catheter broke during insertion and attempt to remove IV after failed attempt to advance. Additional information received 12/03/2024: it was reported the break was partial. Ir was able to attend at bedside to lidocaine the area and device was able to be removed without harm or issue.